Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented after receiving inappropriate hv therapy. Upon investigation, noise was observed on the rv lead. During the explant procedure, it was noted that the sleeves of both rv and ra leads were not fixed and the leads had slipped back. When repositioning was unsuccessful the rv lead was explanted and replaced. Patient was in good condition after the procedure.